Manufacturer narrative:
One opened sample was received and evaluated. The device passed testing. No leaks of solution or cracks were noted in the burette of the tubing set during testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of packed red blood cells (prbc's), at an unspecified rate, via a plum pump. The customer contact reported that the nurse primed the tubing set and filled the burette with the upper and air filter slide clamps in the open position after the tubing set was primed and the burette was filled, the air filter slide clamp was closed and the delivery of the prbcs by continuous flow from the blood container was started. It was reported that after 250ml had been delivered, the nurse noted a drip of blood on the outside of the burette. At this time, a crack was noted in the burette of the tubing set. No specific details were provided. It was reported that between 30 ml-40 ml of prbc's remained inside the burette. The delivery was stopped. It was reported that the container of prbc's and tubing set were not replaced and the therapy was not resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.